Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It as reported that, during an anterior cruciate ligament surgery while the surgeon inserted the implant, the suture broke and damaged the bony fragment of the transplanted implant. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588btb-ib tightrope® ii btb was received for evaluation. The device was returned without the suture threader and needle. Visual inspection of the returned device noted that the loop suture was damaged and had bunched up at the tightrope ii button. It was further noted that there was some fraying on the ends of the white loop suture. The loop suture could not be tensioned and there was no movement of the loops. Functional testing could not be performed due to the damage to the device/missing components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tightening. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.